Event description:
During stent placement of left subclavian artery, the stent came off and the balloon undeployed in the brachial artery. The stent was snared and removed. The procedure was completed.